Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v252498 implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v245964 implanted: (B)(6) 2009, product type: lead. Product ID: 37651, serial# (B)(4), product type recharger product ID 7482a51 serial# (B)(4), implanted: 2009-07-21 product type extension product ID 3387s-40 lot# va09prb implanted: 2014-06-04 product type lead (B)(4).

Event description:
It was reported the patient had 3 lead wires in his brain and "none of them were working." They were unsure as to when his system broke. The patient wanted a better lead design to prevent breaking. He also wanted a recharging system that was quicker and that wouldn't lose coupling when he would move slightly. Please see manufacturer report #3004209178-2015-12788 for information on the patient's concomitant system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the health care provider tried to resolve the issue by adding voltage and it was noted the three lead wires (circuit) were opened.